Event description:
It was reported that the customer received the no delivery alarm on the insulin pump during a bolus. The customer's blood glucose was 141 mg/dl. Troubleshooting was done. Assisted customer in performing a 5 unit fixed prime, but the customer stated that the insulin did not exit and that the insulin pump alarmed no delivery. Advised customer to reinsert the reservoir and run a manual prime of at least 5 units. The customer stated that insulin exited with the manual prime. Advised customer that the insulin pump was working as designed. Explained that the alarm was caused by an occlusion related to the infusion set or reservoir. The customer was able to bolus but received the no delivery alarm when changing the fill cannula amount. The customer stated that the cannula was bent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.